Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that an apply sample message displayed on the meter. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.